Manufacturer narrative:
D1, d2: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The cause was identified to be the cam flex sensor. The cam flex sensor was replaced to resolve this issue.

Event description:
It was reported that the pump displayed the error message 41622. Upon starting the infusion program, drug delivery could not be initiated. There was unknown patient involvement, and no patient harm or adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.